Event description:
Pt undergoing a cardiac catheterization, while deployment of palmaz-schatz stent, between 4 to 6 atmospheres the balloon ruptured. The stent was partially deployed in the lad, this stent was not retrieved. A cooke gr ii was deployed successfully distally. This was followed by inflation with a 4x20mm bandit balloon. The pt then received 12 hours of reopro infusion post procedure. He did not suffer any further complications and was discharged to home on 10/25/97.

Manufacturer narrative:
The results of the product eval found that a transverse fracture was observed 5mm distal to the proximal gold marker band and the fracture was noted to exhibit a "step." An indentation observed at the "step" site of the fracture suggests that the balloon failure is a result of a puncture . Product eval could not determine the cause of the puncture. In response, cordis has initiated a mfg investigation. Should the results of this investigation reveal anything which could account for the condition observed and reported, a follow-up 3500a report will be submitted to include corrective action.